Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a procedure to remove the submandibular salivary gland, there was a disposable bowa diathermy handpiece with megadyne short spike tip (e-z clean). During the operation while surgery used diathermy device, the tip of the spike (needle electrode/ref. 0013m) came on fire. The tip had visible flames and the tip plastic part blacked and melted. There was a smell of burnt plastic in the room. The flames turned off themselves. The patient did not suffer any burns. The diathermy device had normal settings. A new tip was exchanged for diathermy device, followed by normal use.

Manufacturer narrative:
(B)(4). Investigation summary: this is an evaluation of an image provided by the account and not of the actual instrument. Image 1: is an image of what appears to be needle electrode in its sterile package. It is not clear if the package is still sterile. Image 2: is an image of the tyvek of an ez clean needle electrode. The lot on the cover is 184548 with an expiration of 2023-07-31. From the provided images it is not clear what the issue is. No conclusion could be reached as to the root cause of the reported issue. The complaint is not confirmed. Because the instrument was not return our evaluation is limited. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.